Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The cam-action lever will not securely clamp down on the medial post. Removal of the base cover showed the acorn nuts were moderately worn. The complaint was confirmed and the root cause has been associated with a wear problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a wearing down of the adjustment acorn nuts with use over time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the leg holder failed to hold the leg in the place. The incident occurred before the procedure. There was no delay and a backup device was available to complete the procedure with no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.